Event description:
The customer reported the evis exera iii video system center is unable to recognize scope. The customer attempted five different scopes; however, the issue persisted. The event occurred during preparation for use, prior to gastroscopy and a colonoscopy procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated, and it was pointed out that the phenomenon occurred because the front socket connector was loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.